Event description:
A medtronic representative received a report from a doctor that their open spine clamp was not tightening down all the way and the screw was stripped. The surgeon used a thoracic clamp to complete the spine procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
RMA issued. Replacement device shipped to site (B)(4) 2013. Medtronic investigation of returned, suspect open spine clamp finds the threads of the adjustment screw have been stripped also the head of the screw has been rounded. There are tool marks on the head of the screw. The physical damage, deformation, directly caused the event.